Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: swelling and hardness.

Event description:
Patient reported right side concerns with the recall, swelled up, swollen, and real hard. Device remains implanted.